Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly, no damage on the keypad assembly and no frozen screen noted. Inspected j2 connector on the lcd and no unlock keypad connector. Time, date and backlight functioned properly. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and with cracked reservoir tube.

Event description:
It was reported that the insulin pump had a frozen display the week prior, and the issue was not resolved by a battery change. The blood glucose reading was 162 mg/dl at the time of the call, but the customer did not recall the blood glucose reading at the time of the frozen display. He stated that the time was not advancing and that the device was stuck on the status screen. He noted that there was no response from any button. No alarms had occurred and the buttons did not begin to work in less than 5 minutes without a battery change. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.